Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately after eight year later, the patient presented with right sided abdominal pain. Subsequently a computed tomography (CT) shows that the superior tip of the filter was at the level of lower vertebral body. The distal legs of the filter were approximately at the inferior endplate. A few of the legs projected beyond the lumen of the inferior vena cava, one of which projected just posterior to the infra renal abdominal aorta and another leg eroded into the anterior vertebral body. Eventually one month and eighteen days later, the patient presented with low back pain. Subsequently, seventeen days later, through right internal jugular vein the filter was retrieved successfully. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc).based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date:02/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts projecting beyond the lumen of the inferior vena cava and one of the strut eroding into the vertebral body. The device was removed .the patient reportedly experienced back pain; however, the current status of the patient is unknown.